Event description:
Complainant alleged that the device only displayed a green dot on the display when attempting to power on. Complainant did not indicate tht there was any patient involvement at the reported malfunction.